Event description:
The customer reported the names on images are incorrect. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and trained the customer on the correct use of the centricity viewer. The system operates as intended.